Event description:
It was reported that during a prostate procedure, the surgical fiber started emitting a pulsing light and at one point, shut off the machine; the case was completed using a second fiber. The pt outcome was reported as good. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to be detached; the fiber broken proximal to the fiber/cap fusion zone. The metal cap showed signs of detritus and overheating. The glass cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.